Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter.

Event description:
It was reported to boston scientific corporation that two mantis clips were used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the handle springs popped out and prevented the clips from deploying. Note: this report pertains to one of two devices used during the same procedure. No additional information despite good faith efforts.

Event description:
It was reported to boston scientific corporation that two mantis clips were used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the handle springs popped out and prevented the clips from deploying. The procedure was completed with unknown device. The patient's condition at the conclusion of the procedure was reported to be unknown. Note: this report pertains to one of two devices used during the same procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Block h11: investigation results the mantis was not returned for analysis; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of clip failure to release from catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review was completed of the device history record (DHR) for the device. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.